Manufacturer narrative:
Additional information was received on feb. 4, 2015 including the lot number. All information related to this was included in this follow-up report.

Event description:
It was reported by the patient's legal representative that the patient underwent bilateral recap resurfacing procedures in (B)(6) of 2005. Bilateral revisions were performed in (B)(6) 2006 due to unknown reasons. Patient currently states he has elevated metal ion levels, but does not want to revise the implants as they work well. No further information has been received. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No revision procedure has occured so no product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Expiration date - unknown. Implant date - (B)(6) 2006 (exact date unknown). Manufacture date - unknown. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. This is 3 of 3 medwatch reports being submitted for the same event. Please see: 3002806535-2014-00215 / 00217.